Event description:
It was reported to boston scientific corporation that an extractor pro xl balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd). According to the complaint, during the procedure, it was reported that the stone was large and the balloon was not able to remove it; pressure was applied, breaking the catheter in half. The physician removed the endoscope with the balloon inside and both pieces came out with the scope. No pieces were left inside the patient. The stone was removed using another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information has been received reporting that according to the complaint, during the procedure, the physician was pulling the balloon out of the patient when the catheter broke in half. The physician was able to remove the proximal end of the device from the endoscope; however the distal end had to be removed with a snare. There were no issues with the snare. It is unknown the location where the catheter broke.

Event description:
It was reported to boston scientific corporation that an extractor pro xl balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd). According to the complaint, during the procedure, it was reported that the stone was large and the balloon was not able to remove it; pressure was applied, breaking the catheter in half. The physician removed the endoscope with the balloon inside and both pieces came out with the scope. No pieces were left inside the patient. The stone was removed using another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information has been received reporting that according to the complaint, during the procedure, the physician was pulling the balloon out of the patient when the catheter broke in half. The physician was able to remove the proximal end of the device from the endoscope; however, the distal end had to be removed with a snare. There were no issues with the snare. It is unknown the location where the catheter broke.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual examination of the complaint device confirmed that the catheter broke in half. The catheter was found to be stretched at this point, which is consistent with an excessive force being applied to the catheter upon catheter withdrawal. The catheter portion of the device was examined and no other issues were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The review of the device labeling confirmed the device was used according to the labeling in this event. The reported defect of catheter broken was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The device was returned the 26jan2012. However, the investigation has not been completed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd).according to the complaint, during the procedure, it was reported that the stone was large and the balloon was not able to remove it; pressure was applied, breaking the catheter in half. The physician removed the endoscope with the balloon inside and both pieces came out with the scope. No pieces were left inside the patient. The stone was removed using another extractor balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.